Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). Health effect impact code 4650: no adverse event; no patient impact. H3 other text: product not returned.

Event description:
The customer reported the rad-97 "power[ed] off by itself." No patient impact or consequences were reported.